Event description:
Swan ganz catheter was placed and a continuous leak was observed out of the side of the catheter about several centimeters from the end. This catheter was removed and a new swan ganz placed via the introducer.